Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study was that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site indicated that the shocking sensation while coughing was determined to be related to the programming/stimulation.

Event description:
The healthcare professional (hcp) of a clinical study reported a shocking sensation when coughing. The outcome was ongoing. Interventions included lowering the voltage. No diagnostic methods were performed. The etiology was noted as related to the device or therapy and not related to the implant. Signs and symptoms included coughing. Relevant medical history included: failed back surgery syndrome, spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.